Event description:
The pt was revised because of instability. The cup had migrated to a vertical position and one screw had broken. Update - (B)(6) 2011 - litigation papers allege the following: approx one year after the initial surgery, pt began to notice pain and soreness in his hip area. Since then, pt's pain had continued to increase and continued to have pain. In (B)(6) 2009, pt had a visit with his dr who advised a revision surgery was necessary and a left total hip replacement was performed in (B)(6) 2009. Pt's post-op recovery has been long and painful. To this day (more than five (5) years after his hip replacement surgery) pt continues to suffer from pain in his hip. Liner and head added to complaint.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.